Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had rf pic failed selftest. Customer's blood glucose level was 120 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with constant a64 alarm due to a faulty on the rf board. Unable to perform operating currents, self-test and displacement test due to a64 alarm.